Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to an FDA warning letter dated february 2012. Device listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Pt born in the year of 1970. A device history record (DHR) contained no mfg non-conformances associated with the identified lot. The part was received broken. The rod was found to conformed to print, diameter and material specifications. Length specifications conformance could not be confirmed due to the rod breakage. The cause of the rod breakage was not determined; however, no evidence of mfg or design deficiencies were identified. This complaint is deemed indeterminate from a mfg position.

Event description:
An external-fixation carbon fiber rod implanted and it was found broken 2 days after placement ((B)(6) 2011) during a pt follow-up examination. No additional info was provided regarding the rod breakage. The rod was replaced. No pt harm was reported. This report is for complaint #(B)(4).